Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that p-wave oversensing was observed. The company's technical services consultant (tsc) noted that the device is programmed to integrated bipolar (ib) sensing configuration. The lead may be sensing the p-wave or the atrial lead could be "hitting" the right ventricular (rv) coil. The tsc also noted that changing the sensing configuration would decrease the oversensing. The leads remain in use. No patient complications were reported as a result of this event.